Manufacturer narrative:
Due to character limitation, below field are added from e1- event site name : (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer during routine check that the screen of cardiosave intra-aortic balloon pump (iabp) needs repair. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h6(investigation findings, type of investigation, investigation conclusions,component code), h11. Corrected field : h6 ( medical device ¿ problem code). A getinge field service engineer (fse) discovered during pm with a damaged display lcd. Replaced top display lcd assembly (0160-00-0127). Unit passed display test and was functioned with ECG simulator and was able to augmentate with multiple triggers set. Device passed all performance and safety tests according to factory specifications. Device was returned to customer. The following was performed by (B)(6), technician of the maquet failure analysis and testing (fat) department, (B)(6) nj: sr 16 dec 2025. The failure analysis and testing department received the following part associated with this complaint: pn: 0160-00-0127 sn: n/a. Display top lcd this part was received with a reported unit failure message of ¿damaged display lcd.¿ the failure analysis and testing department performed a visual inspection, and the parts was found to be in good physical condition with no signs of mechanical damage and contamination observed. Installed display top lcd, into the cardiosave test fixture sn: (B)(6) and tested to the cardiosave service manual pn: 0070-00-0639 revision r. The fat dept. Observed blue vertical line in the middle of display screen when turned on the cardiosave test fixture. The fat dept. Verified the failure message of ¿damaged display lcd.¿ display top lcd failed testing. Retaining display lcd in the fat dept. Per procedure (B)(6) rev au. The root cause could not be definitively isolated; however, the failure is most likely due to internal component reliability issues within the lcd assembly, based on functional failure with no visible external damage.

Event description:
N/a.